Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 500cc mentor memorygel breast implants and experienced baker grade iii capsular contracture on the right side postoperatively. As a result, the patient is scheduled to undergo device removal on (B)(6) 2021.

Manufacturer narrative:
On july 23, 2021, mentor received additional information indicating that the patient was also diagnosed with left breast capsular contracture (baker grade ii), post-procedure. During the revision surgery on (B)(6) 2021, the patient underwent bilateral breast capsulotomies and bilateral breast implant removal and replacement. On july 27, 2021, mentor became aware that the replacement devices were the following: (right) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7385388 sn: (B)(6) and (left) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7450939 sn: (B)(6). On august 11, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch form is for the right breast prosthesis. Complication on the left breast will be reported under mrn: 1645337-2021-09074. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 16, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient will possibly have mentor gel implant replacements (catalog: 350-7004bc). In addition, the patient initially experienced right breast pain after riding a lawnmower and bouncing quite a bit, which prompted for the patient to come in for an examination on (B)(6) 2021. In the examination, along with the capsular contracture, the patient was also diagnosed with right breast superior displacement of the implant. Manufacturer¿s reference number: (B)(4).